Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for an ablation procedure to treat atrial flutter exhibited air ingress. Upon insertion of the sheath into the right atrium, air ingress into the sheath was noted. Troubleshooting efforts included reinserting the dilator and realigning the sheath without avail. Thus, the sheath was replaced, and the procedure was completed successfully. The sheath is not expected to return for analysis as it was retained by the customer.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for an ablation procedure to treat atrial flutter exhibited air ingress. Upon insertion of the sheath into the right atrium, air ingress into the sheath was noted. Troubleshooting efforts included reinserting the dilator and realigning the sheath without avail. Thus, the sheath was replaced, and the procedure was completed successfully. The sheath is not expected to return for analysis as it was retained by the customer. It was further reported versacross connect was used for transseptal puncture. A pump was used for the irrigation of the sheath with a flow rate of 75cc/hr. There was a leak noted in the sheath valve. No air seen in the patient.

Manufacturer narrative:
B5: describe event or problem - updated. H6: device codes- updated. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.